Event description:
7.5 mm beam broke right at thread/shaft junction. The beam seems to remain stationed in talus at this time. The x-clip looks to have migrated. The broken beam and clip were left in the patient. Patient's arch is maintained and seems to be healed with no pain from hardware. Currently not planning to revise.